Event description:
Additional information received from the hcp reported that there was no known cause of the event. There were no abnormal impedances, and the patient was reprogrammed to use 1- / 2- / 3+ at 2.5v, which resolved the issue. The patient did not require hospitalization.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation following fall. The patient was initially at 2.5 volts on program 4. After the fall the patient felt stimulation at 2.8 volts on program 4. It was unknown if the implantable neurostimulator (ins) was on or off during troubleshooting. The screen on the patient programmer had "waves" through it. The home screen was displayed when ins on button was pushed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot# v741607, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).